Event description:
Subsequent to the initial medwatch report the following additional information was received, it was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. Two additional proglide devices were used and placement of the sutures was successful using the preclose technique. The sheath was upsized to a 20f and the aaa procedure was successfully completed. Hemostasis was achieved with the two pre-placed proglide sutures. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted with a proglide device with a 20f sheath after an abdominal aortic aneurysm (aaa) procedure. Reportedly, the needles failed to engage the link (needle to cuff miss). Hemostasis was achieved using a second proglide device. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.